Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator occurred low and high end-tidal volume (vte), high peak inspiratory pressure (pip), high minute volume, low positive end-expiratory pressure (peep). The issue occurred during patient-use.the customer confirmed that there was no patient harm associated with the reported event.